Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05638. It was reported the patient ((B)(6)) has been experiencing intermittent stimulation. An impedance check revealed invalid impedance on the patient's lead and extension. A fracture is believed to be present on either the lead or extension. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05638. Follow-up revealed invalid/high impedance remained present along with a couple of contacts reading low impedance. In turn, the patient's extension was explanted and replaced. Surgical intervention resolved the patient's issue.